Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2015 with the following findings: a review of the pump alarm history showed a cs 078 call service alarm occurred. During testing, the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no damage or moisture was found inside the pump case. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. (B)(4).